Manufacturer narrative:
Investigation could not be concluded as no device was returned.

Event description:
After determination of the correct implant size, synex was implanted and expanded. During expansion, the implant jammed and surgeon was unable to remove the implant as pt experienced blood loss related to a calcified artery. The implant was removed during a second surgery.